Event description:
It was reported that in preparation for a procedure, the cutting balloon separated. While loading the cutting balloon on the guidewire (manufacturer unknown), the physician noted resistance. While attempting to separate the cutting balloon from the guidewire, the device separated. There was no contact with the patient.